Event description:
Procedure type: laparotomy. According to the reporter: surgical implant deteriorated in situ. Pt returned to surgery requiring laparotomy due to discharge.

Manufacturer narrative:
(B)(4).